Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and irritation at the implant site. Subsequently the patient underwent revision surgery (date not reported) to have the abutment removed and an internal magnet placed. The implant device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.